Manufacturer narrative:
P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cosmetic damage was confirmed at the battery compartment. Unable to confirm cosmetic damage at the battery cap due to missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack in the battery compartment. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The pump battery cap dots are missing, the location of the damage was on the battery cap and compartment. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.